Manufacturer narrative:
Event date and implant date estimated as the first date of the month of the aware date, as no event date or implant date was reported.

Event description:
It was reported that the catheter broke down. An 8.3/25 expel drainage catheter with twist-loc hub was in a patient for about three weeks. It was then noted that the device looked like it broke down and rotted. No patient complications were reported.

Manufacturer narrative:
Event date and implant date estimated as the first date of the month of the aware date, as no event date or implant date was reported. Device evaluated by the manufacturer: the device was returned for analysis. A visual inspection revealed that the device was returned with the shaft separated near to the bladder pigtail and with evidence of cracks along the device. It is important to mention the most distal section of he catheter was not returned for analysis.

Event description:
It was reported that the catheter broke down. An 8.3/25 expel drainage catheter with twist-loc hub was in a patient for about three weeks. It was then noted that the device looked like it broke down and rotted. No patient complications were reported.